Manufacturer narrative:
This report is submitted following patient's complaint to FDA (# mw5164341). According to the patient, she underwent several morpheu8 treatments 1.5 years ago for her existing hypertrophic scars, which allegedly got worse after the treatment. Since the patient chose to remain anonymous and no contact details are available, we cannot obtain any additional information and clinically assess the case. The case was assessed as reportable based solely on patient's narrative. It is plausible to assume that the patient already had an individual predisposition to hypertrophic scarring, since it was a pre-existing condition. Nevertheless, due to lack of contact details, exact root cause cannot be established.

Event description:
This report is submitted following patient's report to FDA mw5164341, claiming "my scars got worse and caused more scarring" 1.5 years post morpheus8 treatment.